Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 57 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. Reportedly, the customer was unsteady on their feet and their friend assisted them with walking due to bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.